Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was disconnected by the nurse in the hospital because they had trouble monitoring it; high and low blood glucose. The customer was hospitalized on (B)(6) 2016 due to a broken leg. The caller stated that the customer passed away on (B)(6) 2016, in a hospital. The caller stated that the cause of death was cardiovascular. The customer had kidney failure, kidney transplant, heart disease, stroke at the age of (B)(6). The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected by the nurse at the hospital, two days prior to the customer's passing. The caller did not know if the customer used sensors or not. The caller stated that the insulin pump had been donated to the customer's endocrinologist's office.